Manufacturer narrative:
Submit date: (B)(6) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a dialysis catheter. The customer stated that one month after the pt had the catheter inserted, a crack was found at the external tube and the tube joint and they were unable to do the dialysis. The catheter had to be removed and replaced.